Event description:
Complainant alleged that during the incoming inspection of the device, a very intermittent "fault 41" message was displayed on the screen. There was no pt involvement in the reported malfunction.